Manufacturer narrative:
Patient information, patient identifier: multiple = sid: (B)(6), sid: (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result while using the architect total b-hcg reagent. The customer indicated a woman (of middle age) generated the following results: (B)(6) 2019: initial sid 201002071177: 2852.52miu/ml; (B)(6) 2019: result sid 102 result: <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was performed using an in-house retained kit and all specifications were met indicating the lot is preforming acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 92046ui00, was identified.